Event description:
This was a lead extraction case performed in the or to remove one infected lead. The lead was prepped with an lld-ez and placed to the tip of the lead. A 14f gl with 33cm medium visisheath was calibrated and placed over the rv lead ((B)(4)). The 14f gl and was able to get to the svc junction and half way over the svc coil without advancing any further. After two laser trains, the physician was unable to progress past this binding site, so the physician upsized to a 16f gl without an outer sheath. The 16f gl was able to lase over the rest of the svc coil. Once at the svc/atrial junction, a drop in pressure was noted, so the surgeon was called. Echo showed effusion growing in size, approximately 2cm according to anesthesia. Eppy was given and a pericardiocentesis was performed. Two units of blood were given through the femoral venous sheath. The effusion was not growing in size with pericardial drain in place. A third unit of blood was started, and they were still trying to control with pericardiocentesis. Patient was stable, physician decided to continue to lase with 16f sheath, but was unable to lase through the binding site at the lateral wall of the atrium. Firm traction on the lead would not straighten out the lead. Laser discontinued and sheath was slowly removed. Because the patient was stable, decided to leave pericardiocentesis needle/line in patient and move to (B)(6). Patient will come back to surgery in 3-5 days to perform partial sternotomy to remove the lead. No devices were returned for engineering evaluation. There were no issues or nonconformances noted during the internal lot history review.